Manufacturer narrative:
Concomitant medical products: product ID: addrl1 ipg, implant date: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited low impedances, polarity switch and noise. There was a suspected failure on the ra lead. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.